Manufacturer narrative:
Lead model 39565-30, lot # 0205425440, implanted: unk, explanted: na.

Event description:
Follow up information received indicated that there were no injuries and that the patient was "not hurt". It was also noted that the explanted lead was "not out of order". If additional information is received, a follow up report will be sent.

Event description:
It was reported that during a revision surgery, the surgeon realized that the lead had moved up in the vertebral spaces. He then repositioned the lead downward to t8/t9 which was the original target site. It was noted that at the initial implant of the lead, the surgeon did not use an anchor. To prevent this from occurring again, he stitched the lead to the vertebrae. The patient status was reported as "can't move his legs." Additional information was requested to obtain further information on the patient's condition.

Manufacturer narrative:
Lead model 39565-30 lot# 0205425440 implanted: (B)(6) 2011 explanted: (B)(6) 2012.